Manufacturer narrative:
The distributor returned the ventilator to the manufacturer. The manufacturer tested the ventilator and could not confirm the reported complaint. The test technician noted that the manifold and air/oxygen mixer were out-of-calibration.

Event description:
The distributor reported that the ventilator pip increased by two steps.